Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the varicocele using ruby coils. During the procedure, the physician met resistance while advancing the ruby coil through another manufacturer's microcatheter. The physician attempted to remove the coil by pushing it out of the introducer sheath. However, the coil unintentionally detached and was not used. The procedure successfully continued using a new ruby coil. There was no report of an adverse effect to the patient.